Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the helix was extended and elongated and the appearance looked like it was extracted.